Event description:
Information was received indicating that a smiths medfusion® 3500 syringe pump is not recognizing the clutch when it's placed in position. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: concomitant medical products. One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with the top case cracked down from tubing guides. The bottom case also damaged. Event history log review was performed and found evidence of plunger not in place alarm. Visual inspection and flow testing were performed. The customer stated problem was verified. During investigation the device did not recognize the flippers during set up for flow testing. According to the investigation the plunger board no longer operates properly as a result of normal wear. The pump is over 13 years old. Service replaced the plunger pcb and that cleared up the problem. Service also replaced the cracked top case. Replaced the damaged left and right plunger case. Installed cable guard per eco:12-0097. Updated worm coupling, gear, motor mount and changed teflon washers with a delrin one. Replaced the clutch half's left and right with leadscrew and spring as a preventative measure, was over 10 years old. Replaced the damaged left and right plunger cases. Performed function and delivery tests and the device passed all testing. The problem source of the reported problem was normal wear.